Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient's mother was advised to reset the receiver and call back if the issue persisted. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).